Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom) procedure, while fixing the mesh to the abdominal layer, the tacks was unable to be used to fix the mesh as the it fell without any force while firing. No device component disengaged into the cavity of the patient. To resolve the issue and complete the case, one more tacker was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one instrument returned without the blister pack. No abnormalities were observed upon inspection of the tube assembly. Tacks were visible within the tube. The tacks were not protruding from the end of the tube. Functionally, the instrument was applied to the appropriate test media. Three tacks deployed and seated properly in the test media. Upon actuation of the handle to deploy the fourth tack, the tack did not seat into the test media and fell out of the instrument. It was reported that the tacks was unable to be used to fix the mesh as it fell without any force while firing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially co ntributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom) procedure, while fixing the mesh to the abdominal layer, the tacks was unable to be used to fix the mesh as it fell without any force while firing. No device component disengaged into the cavity of the patient. To resolve the issue and complete the case, one more tacker was used. No patient complications have been reported as a result of this event.